Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter leaked from the inflation port.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35 ml sterile water. Warning: do not use ointments or lubricants having a petrolatum base. Hey will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall."

Event description:
It was reported that the foley catheter leaked from the inflation port.